Event description:
It was reported that the customer had high blood glucose levels of 133 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive while trying to clear a no delivery alarm and battery out limit alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The customer also reported that there was no alarm regarding the unresponsive buttons on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. There was no frozen screen noted. The unit was unable to verify for excessive no delivery, low reservoir and battery out of limit alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.